Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on her adc freestyle libre sensor compared to readings obtained on a hcp meter. Customer reported obtaining a sensor scan result of 17mmol/l on (B)(6) 2019. Customer experienced difficulty breathing and lost consciousness. Customer was taken to a hospital where a reading of 32.96 mmol/l and 40 mmol/l were obtained. Customer was diagnosed with diabetic ketoacidosis (dka) and was given unspecified oral, intravenous, and intramuscular treatment. Customer was unconscious for 2 days and hospitalized for 4 days. It is noted that this medical event occurred in the us but the customer is originally from (B)(6). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on her adc freestyle libre sensor compared to readings obtained on a hcp meter. Customer reported obtaining a sensor scan result of 17mmol/l on (B)(6)19. Customer experienced difficulty breathing and lost consciousness. Customer was taken to a hospital where a reading of 32.96mmol/l and 40 mmol/l were obtained. Customer was diagnosed with diabetic ketoacidosis (dka) and was given unspecified oral, intravenous, and intramuscular treatment. Customer was unconscious for 2 days and hospitalized for 4 days. It is noted that this medical event occurred in the us but the customer is originally from australia. There was no report of death or permanent injury associated with this event.